Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. D.11 (cont.) 5076-52 lead, implanted: 2003-(B)(6). (B)(4).

Event description:
It was reported that that patient had been non-compliant and had not been seen since implant. The device battery voltage did not indicate a date that the device reached elective replacement indicator (eri), but had questions marks instead. The date the device reached eri and triggered an alert was noted on a different page of the report. The device was explanted and replaced. No patient complications have been reported as a result of this event.